Event description:
The customer questioned results for 2 patient samples tested for ise indirect na for gen.2 on a cobas 6000 c (501) module. The customer provided discrepant results for 1 patient sample. The initial na result was 113 mmol/l. The instrument auto repeated the sample with a result of 115 mmol/l. The sample was repeated at another laboratory using a different c501 module and the result was 140 mmol/l. The initial results were reported outside of the laboratory. No adverse event occurred. The electrode lot number and expiration date were not provided. Calibration was acceptable. Na qc results were outside of the acceptable range on the day of the event, however, after repeating, the results were back within range. Multiple abnormal sample aspiration and abnormal sucking alarms were observed on the alarm trace from the day of the event. The field service engineer (fse) visited the customer site and replaced the sample probe. The fse performed a 21 cup precision with acceptable results. The customer also performed a correlation testing between both modules and the results were acceptable. Qc was within range. The customer has had no further issues since the service visit. The investigation determined the service action resolved the issue.